Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited code 1005, indicating an open circuit condition. This is due to high out-of-range shock right ventricular (rv) lead impedances measuring greater than 125 ohms. Technical services recommended to replace the lead as therapy may be impacted. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited code 1005, indicating an open circuit condition. This is due to high out-of-range shock right ventricular (rv) lead impedances measuring greater than 125 ohms. Technical services recommended to replace the lead as therapy may be impacted. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and replaced and the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.